Event description:
The patient allegedly received an implant on (B)(6) 20015 via the right femoral vein due to deep vein thrombosis (dvt) and prophylaxis for gastric bypass surgery. Patient is alleging device migration, tilt and embedment, vena cava and organ (mesenteric) perforation. It is further alleged the patient "experienced anxiety, mental anguish and stress about the status of her filter and any related injuries". Per the procedure note (B)(6) 2015: attempted removal of cook inferior vena cava filter: "then over the guide wire, a cook inferior vena cava filter dilator and double sheath were loaded and was advanced down behind the heart into the inferior vena cava under fluoroscopic guidance and was positioned right above the filter. Then the guide wire and the dilator were removed and the cook snare was placed through the sheath and attempts performed to capture the filter and hook but this was without successful[sic]. In multiple projections, it was noted that the filter hook as the filter was filtered, it is most likely buried into the inferior vena cava wall. Then this snare was removed and a shamrock-type of en snare was utilized to attempt to capture the filter; however, as this was unsuccessful as well as and there was no reasonable chance at this point to capture the filter, the procedure was terminated". Additionally, per the CT abdomen w/o contrast: (B)(6) 2017 impression - "an inferior vena cava filter is present extending to the level of the left renal vein. The inferior struts of the inferior vena cava filter do extend beyond the walls of the inferior vena cava, but no retroperitoneal hematoma is demonstrated". It has been reported the patient expired on (B)(6) 2017 without further details.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. (Device code): appropriate term/code not available (3191) for device perforation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information to report at this time.

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: death, migration, tilt, vena cava/ organ perforation, embedment, anxiety, stress, mental anguish patient death was reported. "Per the certificate of death dated (B)(6) 2017, "immediate cause of death: multiple co-morbidities." Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, stress, mental anguish are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient device migration, tilt and embedment, vena cava and organ (mesenteric) perforation are being alleged. It has been reported the patient expired on (B)(6) 2017. Per the certificate of death dated (B)(6) 2017, "immediate cause of death: multiple co-morbidities".

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.